Event description:
Device returned to manufacturer with reason for explant as "thrombosed vessel and occlusion of catheter." Follow up with hcp revealed the patient had pump implanted elsewhere and the hcp discovered at first visit that their pump flipped upside down, possible that stitches let loose. Hcp was able to manually turn it. At the next visit, the nurses were unable to draw from pump. Hcp surgically found that pt had a catheter that had broken off. The chemo was "dumpted" into their pump pocket. Also had thrombosed hepatic artery. Pump was fine, catheter was fractured and transected. Pump and catheter explanted and not replaced. Patient is doing fine now.